Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The target lesion was located in the mid right coronary artery (rca). The lesion was 70% stenosed. The physician used a 2.5x9mm maverick balloon inflated to 6 atms for 15 secs to predilate the lesion. A taxus express2 2.5x12mm drug eluting stent was inserted and deployed at 9 atms for 10 secs and the physician reinflated the stent balloon to 11 atms for 25 secs. The procedure was successfully completed. The pt rec'd angiomax during the procedure and a loading dose of plavix immediately post procedure. The pt was still hospitalized two days later and had complaints of chest pain with st elevation. The pt was brought back to the ccl and a thrombosis was discovered in the taxus stent in the mid rca. The physician stated that a possible dissection had occurred proximal to the previously placed stent. The physician attempted to use a 2.5x15mm maverick balloon but was unable to cross the lesion. A 1.5x20mm ace balloon was inserted and 7 inflations were made ranging from 7-12 atms. The physician then tried the 2.5x15mm maverick again, but it still would not cross the lesion. A 2.5x12mm voyager balloon was inserted and inflated 3 times to 14 atms. A 2.5x12mm taxus stent was then deployed to 9 atms for 35 secs and again to 14 atms for 34 secs. The stent was post dilated with the voyager balloon, inflating twice to 8 and 14 atms. The procedure was completed. The pt rec'd heparin and integrilin during the procedure. No further pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore; a failure analysis is not available, and we are not able to determine the root cause of this event.